Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). Additional information will be provided upon conclusions of the investigation.

Event description:
On 11/31/2018 arjo received a customer complaint, in which it was reported that during transfer of the resident with the participation of sara plus active floor lift and the active sling, the resident slipped out of the sling and fell to the floor. As the consequence of the event, the resident sustained abrasions and bruising.

Manufacturer narrative:
The sling involved in the event was the active, wipe down sling, model number: kka5420-l. It was manufactured on 29-aug-2017. The photographic evidence showed that the support belt, which is positioned around patient body during the transfer failed. One of two straps (thanks to which the support belt is attached to the sling) detached during the transfer. The analysis is still ongoing. The conclusions of the investigation will be provided to the final report.

Manufacturer narrative:
On 31th of november 2018 arjo received a customer complaint, in which it was reported that during transfer of the resident from bedside commode back to the bed with the participation of sara plus active floor lift and the "wipedown" active sling, the resident slipped out of the sling and fell to the floor. As a consequence of the event, the resident sustained abrasions and bruising. According to the customer information provided "the inner belt ripped from the outer belt that was secured to the machine." After the event the sling in question was returned to the manufacturer for further evaluation to establish the main cause of the failure. Received product was visually inspected and the reported malfunction (inner belt failure) was confirmed. A general condition of the sling was good (no sign of excessive wear), beside the failure which was initially reported. Dimensions of the broken inner belt were inspected and found to meet the criteria of manufacturing specification for the wipe down material strap (60x200 cm). Based on the technical expertise performed, three most probable root causes of the incident were identified: material issues, wrong parameters of the machine (higher than expected), wear away in the fixture. Unfortunately, the exact root cause of the failure could not have be determine with certainty so none of the mentioned hypotheses could have been excluded. The chest strap's (inner belt) function is to keep the sling in the correct place, in order to ensure a correct body posture of the person being transferred. If the chest strap is worn and weight is being put on it, tearing process can start until it finally detaches completely. However, the chest strap is not a part of the sling that is supposed to bear any weight. When the person is lifted with sara plus active lift and the use recommendations are followed, there is no likeliness of a patient drop or other adverse event during the transfer, even when the "wipedown" sling without chest belt will be used. This was confirmed along with problem simulations. Three tests were performed without using chest belt which should normally be placed around the person. During those tests the following sequence of multiple use errors was found as a possible root cause of person full drop out of the sling: the person is not correctly evaluated to be suited for transfer for sara plus active lift (the one which is not able to bear the weight), the "wipedown" sling without the chest belt is used or the "wipedown" sling with ripped both straps/loops keeping the belt in place is used, the person's arms are not keeping up. Based on the simulations we can conclude that adverse event is most likely to appears when the patient is not suited for transfer with sara plus active lift even if the sling is used without the chest belt. Patients are still supported and secured by the pro-active kneepad, foot support, the arc rest support and hands placed on the handgrips and the sling on the back. Lack of the chest strap (inner belt) can only cause discomfort. This is result of the sling movement under patient's arms which push the clothing slightly upwards. According to this we cannot exclude possibility that at the time of the event patient was not suited for transfer with active lift. If the caregiver follows the instruction for use (IFU) and the sling as well as the patient are correctly evaluated before the transfer, the risk that hazardous situation occurred is low. The instruction for use ((B)(4), october 2014) for the sara plus active slings provides patients with a crucial information: "make sure you have a rescue plan ready in case of a resident emergency." "The expected service time of active sling is the maximum period of useful life. The operational life of the sling is dependent on the actual use condition. Therefore, before use, always make sure that the sling does not show any signs of fraying, tearing or other damage and that there is no damage (i.e. Cracking, bending, breaking). If any such damage is observed, do not use the sling." "The right type and size of sling should be used after proper assessment of each resident's size, condition and the type of lifting situation." "Do not: wash with other items that have rough surfaces or sharp objects, - tumble dry, use any mechanical pressure, pressing or rolling during the washing and drying process." Based on the information provided in the IFU supplied with this type of sling, it is stated that the intended lifetime is dependent on actual use conditions and sling should be discarded if any form of damage like fraying, tearing or other damaged is noticed. It is caregiver responsibility to check all parts of the sling before and after every transfer. As long as patient is properly evaluated (is able to partially bear weight on at least one leg, has some trunk stability) and patient's arms are outside the sling, there is no possibility for patient to fall, even when the support belt is not being in place. To conclude, arjo system - sara plus active lift and active sling was used for patient's care and in that way contributed to the alleged event. There was no malfunction within the lift found but strap holding the support belt tore from the sling's waist part and from that perspective the system did not meet the manufacturer's specification. The event was reported due to the allegation of patient's fall and circumstances during the resident transfer which may have resulted in a serious injury upon reoccurrence.

Manufacturer narrative:
Based on the initial analysis, it was decided to return the involved sling for the further investigation to the manufacturer. The unit will be tested to establish root cause of the failure. As soon as the inspection will be completed, the follow-up report will be provided.

Manufacturer narrative:
Based on the information gathered, the active sling was used with the sara plus floor lift to transfer the resident. Two nurses were present, when the event occured. The issue od the sling could contribute to the event. The inner belt of the sling ripped during the transfer, which caused that the resident slipped out of the sling and fell to the floor. The analysis is still ongoing. More details regarding cause of the event will be provided in the next report.